Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
708986297-wouldnt charge 2-3 months ago: information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated when they try to adjust the stimulation, the number will go back to what it was before. Patient said it keeps undoing what they has done. Patient also said when they are cleaning house, they will up the stimulation a little bit because it hurts their back and then they go to check the controller and the number has gone back to the lower amount. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had a car accident last (B)(6) where she was hit by a semi and it totaled their car. Patient wanted to know if there was a way to set up something with a representative that could scan their device because she has already had about a third of the wires that were dead that they discovered about 6 months ago and they wanted to make sure something didn't happen. Pt wondered whether the accident did something with the device. Pt wanted to know if more damage is done since the car accident. Pt states her device turns on/off on its own the way they set it up.  Agent redirected to healthcare to have the device checked again. Agent offered to troubleshoot however pt declined and states she will work with the mdt rep and hcp about these issues. Agent advised to call back if she decides to troubleshoot.